Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns programming system attempted to interrogate a generator, and it did not succeed and returned communication issue errors. The white usb to db9 serial adapter cable was exchanged for a known working device and resolved the issues. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.